Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2158-70 serial #: (B)(4) description: linear lead with enhanced stylet, 70cm the explanted devices were not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that one of the patient¿s lead was non-functional due to high impedances. The patient underwent a revision procedure wherein one of the patient¿s lead was explanted. The patient was doing well post operatively.

Manufacturer narrative:
Date received by MFR: 27-oct-2016.

Event description:
A report was received that one of the patient¿s lead was non-functional due to high impedances. The patient underwent a revision procedure wherein one of the patient¿s lead was explanted. The patient was doing well post operatively.